Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump displayed the reset alarm unexpectedly. There was no reported impact to the customer's blood glucose (bg) level. Customer resumed insulin delivery successfully.